Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: the lot was manufacturing between january 14-15, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and the tubing disconnected from the lowest clearlink component was observed. Pressure test and clear passage under water were performed, and no defects were observed. Priming was performed, and no defects were observed. The reported condition was verified. The cause was determined to be from improper manual assembly of the tube and the clearlink. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from a hole in the tubing. The device contained total parenteral nutrition (tpn). This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.